Event description:
It was reported that noise and increased impedance were observed. Suspected insulation anomaly. Lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.